Event description:
On (B)(6) 2013, the pt underwent treatment of an infrarenal fusiform abdominal aortic aneurysm whit two gore excluder aaa endoprostheses. The procedure was concluded without any adverse effects. During recover from surgery on the same day, the pt developed acute and complete thrombosis of the graft (device unk). An emergency thrombectomy was performed, and antithrombotic medication was administered to restore patency to the device. It was reported the root cause of the acute thrombus formation was the pt's pre-existing allergy to heparin products. The devices remain implanted and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lit met all pre-release specifications. Additional device implanted and involved in this event: plc161400/11327576.